Manufacturer narrative:
The info reveived by the MFR from the clinician is incomplete. However, the co's evaluation of this event (based on existing info) gives the company cause to conclude that this event is a known inherent risk of the procedure. The MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. The clinician has been asked for add'l info concerning this event.